Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. The patient requested the removal of the implants. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7035-90, lot# 8047003363006, manufactured 05/01/12, expires 2015-07; ifuse implant, p/n 7035-90, lot# 8047003363006, manufactured 05/01/12, expires 2015-07; ifuse implant, p/n 7045-90, lot# 8175003938013, manufactured 08/31/12, expires 2015-10.

Event description:
In (B)(6) 2013, the patient underwent right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient later presented to a new surgeon claiming that she has received no pain relief and requested the removal of the implants. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the implants. The condition of the patient following the surgery is not yet known.